Manufacturer narrative:
Additional information confirmed the lot number reported was missing a digit.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant had an infection and an abscess and needed to be removed. Patient will return for additional appointments. Tooth #9.